Manufacturer narrative:
The manufacturer previously reported a failure of the system board and interface board. The system board and interface board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the interface board failing was due to shorted capacitors (c23 and c24). The system board was evaluated by the manufacturer. The root cause of the system board failing was due to the shorted capacitors on the interface board causing thermal damage to multiple components on the system board.

Event description:
The manufacturer received information alleging a ventilator's display was grayed out. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. Damage consistent with the unit being dropped was observed. The device's system board, interface board, and system board to interface board cable were replaced to address the issue. During power up of the ventilator for testing a "service required" condition occurred. The device's internal battery was replaced to address the issue.